Event description:
It was reported when using the bd pyxis medstation system that the multiple pyxis machines were stuck in critical override. The customer stated that this malfunction casued a delay to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.